Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and loss of capture. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Examination of the helix mechanism found no anomalies or distortion that would have contributed to the helix mechanism issue reported in the field. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
During implant procedure, right ventricular (rv) helix rotation issues occurred. The rv lead was successfully implanted. During a post- operation follow up, loss of capture was noted on the rv lead. The rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.